Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with halos with lights. The lens was exchanged for another lens model 06 months 27 days following the initial procedure. Clinical reason for explant was mentioned as dysphotopsia and double vision. Additional information has been requested but is not available at the time of this report.